Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total knee arthroplasty and that he developed instability which required revision, based upon the product inquiry description. I can confirm that the patient underwent revision surgery since I was able to review the operation report. Since we have no information regarding the date of the initial total knee arthroplasty there is no way to know whether this is early or late instability. The root cause of instability following total knee arthroplasty in this case cannot be determined with certainty. Causes are multifactorial including surgical technique, especially in the positioning and alignment and rotation of the components as well as restoration of initial stability and kinematics. Patient factors including lifestyle, bmi, and activity level as well as possible trauma can also contribute. With no damage reported to the polyethylene, I would not assign any causality to the implant itself.". -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total knee arthroplasty and that he developed instability which required revision, based upon the product inquiry description. I can confirm that the patient underwent revision surgery since I was able to review the operation report. Since we have no information regarding the date of the initial total knee arthroplasty there is no way to know whether this is early or late instability. The root cause of instability following total knee arthroplasty in this case cannot be determined with certainty. Causes are multifactorial including surgical technique, especially in the positioning and alignment and rotation of the components as well as restoration of initial stability and kinematics. Patient factors including lifestyle, bmi, and activity level as well as possible trauma can also contribute. With no damage reported to the polyethylene, I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
An operative report was provided for a revision of the patient's left knee due to instability. A 5x11 insert was revised to a 5x16 cs insert. Additional info. 17-may-2024: implant/ usage sheet(s) ¿ primary, previous/current revisions as applicable: primary cemented stryker components explanted due to aseptic failure of the knee; global instability.